Event description:
The customer contacted physio control to report that their device was showing a charge-pak icon in its readiness indicator. During the initial device evaluation, physio control, observed that the device had logged an event code in its memory which is indicative of the device potentially not detecting a shockable rhythm. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to the pac for the further evaluation. It was observed that the analog pcb component c157 has process residue present that has caused an electrical short. The root cause of the reported issues of the charge-pak and service wrench icons being present and the device not detecting a shockable rhythm is due to manufacturing process residue being present on component c157. The device was destructively tested. The customer received a replacement device.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device was showing a charge-pak icon in its readiness indicator. During the initial device evaluation, physio control, observed that the device had logged an event code in its memory which is indicative of the device potentially not detecting a shockable rhythm. There was no patient use associated with the reported event.